Event description:
Caller states patient received results of 583 mg/dl and 156 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
The patient reported that the infusion device often shuts down without displaying an alert or error message. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.